Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on the screen and it was very hard to read and bolus correctly. Chips were missing from the reservoir compartment. Insulin was squirting during priming and the act button less responsive. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device received with cracked reservoir tube lip and minor scratched lcd window. Device received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify unexpected low battery alarm, priming anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.